Manufacturer narrative:
Device eval anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The customer alleges the seat broke resulting in a fall. The customer sustained a separated collar bone requiring an ER visit.